Event description:
During testing at the user facility, the sensor on the fluid shield was found to be damaged and fluid spillage was noted. The device was returned to the biomedical dept with a note that indicated, malfunction n251. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the sensor on the fluid shield was found to be damaged and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.